Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The physician had previously observed noise on the atrial lead. The noise could not be reproduced in the clinic with isometrics and pocket manipulation. No programming changes were made. The patient would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).